Event description:
Status post discectomy, prodisc inserted 2002, at l5-s1, alledgedly too large for this small pt. Developed complex regional pain syndrome with massive burning left leg alleviated somewhat by elevation of limb, burning bilateral iliac crests (recent), complicated by deep venous thrombosis postop, post traumatic stress disorder, severe depression, withdrawal, insomnia, and most worrisome "clunk" noises from disc with movement any direction. Pt unwilling to see primary surgeon - feels abused by him, and other surgeon in nearest city charges $850 for evaluation - unaffordable. MFR not helpful, risk unk to pt and to other spine surgeons not in study. Advice is needed, disk may be defective or indeed too large. Plain x-rays show anatomic position of lumbar spine post l5-s1 fusion, but fixed lumbar lordosis in flexion and extension. Pt is status post lumbar laminectomy discectomy 1986, 1987, and cervical discenctomy 1996 with fusion c5-6.